Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer froze-up and could not reboot at times. The programmer passed incoming functional tests and no errors were found in the logs.

Event description:
It was reported that the programmer froze up. The programmer was returned for service. No patient complications have been reported as a result of this event.